Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Avaulta solo anterior synthetic support was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Per additional information received, the patient has experienced dyspareunia, vaginal pain, tenderness, incisional pain, abdominal pain, pelvic pain, hematuria, "hot" urine, abdominal swelling, frequency, incontinence, back pain, abnormality of urination, incomplete emptying, urethral stenosis, urgency, recurrent urinary tract infection, urinary calculus, dysuria, kenalog injections, palpable mesh and cystoscopy with urethral dilation. Per additional information received, the patient required non-surgical additional surgical interventions.